Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that something was going wrong and the patient was not sure if it was the machine or if something was getting worse in their back, hips, and legs. The patient stated they were hurting so bad all the time and confirmed that the pain was their target pain. The patient can't sleep at night and was so tired every day. The patient felt stim bilaterally from the waist down, which is where the stim was supposed to be. The patient stated they had a horrible case of pneumonia and lost gobs of weight. The patient said they lost (B)(6) pounds and coughed their brains out. The patient wondered if the weight loss affected their device. The patient stated they may seek a second opinion from a different healthcare provider. The patient also noted they fell and broke their back and had surgery that messed them up even worse prior to the device being implanted. No further complications were reported.